Event description:
The customer reported having problems with priming and rewinding the pump. During the call the customer reported that the customer was hospitalized for low bgs. The customer manually primed the pump a few minutes while being connected to the pump and bgs dropped down. The customer was fine at the time of call.